Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray it was reported there were about seven syringes with tiny black specks in the barrel of the syringe. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: sample evaluation: according to the complaint information, the samples are for complaint 275022 and 283669. The customer provided a plastic bag with lot 7150978 written on it for this complaint. 3 loose 10ml syringes were received, reported to be from lot 7150978 p/n 309605, cannot confirm the lot and part number since product identification was not received. Samples were visually evaluated, all syringes present a very small black dot on the outside of the barrel, and black dots were confirmed to be ink from the printing process. The size of the ink dots found are well within our acceptance criteria. The black dot/spot observed is dry ink from the printing process, this ink is on the outside of the barrel and it is the same as the one used for the barrel scale. These black dots/spots are the result of product contact while being transferred from one point to another within the high speed printing process. DHR review for batch 7150978 (p/n 309605): manufacturing dates: 06/13/2017 to 06/14/2017. Batch quantity was 172,800. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7150978 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Conclusion: ink dot/spot within our quality limits and not confirmed as product defect based on information above.